Manufacturer narrative:
The lifeband associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The customer reported that the autopulse platform (sn (B)(6) shut off in the middle of use after about 10 minutes. The customer stated that the crew did not report any user advisory. The crew reported that sometimes lifeband would open at the velcro. According to the customer, the female patient weighed close to 250 lbs., and the lifeband fit around the patient's chest properly. Manual CPR was initiated and continued after the lifeband opened. The crew decided to continue manual CPR and use the platform as a hard surface to transport the patient on. No consequences or impacts on the patient.